Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the incision was enlarged to remove an iol that was too stiff to bend the haptics. Additional information has been requested.